Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the infusion set multiple times in an attempt to resolve the occlusions. The customer's blood glucose level was approximately 400 mg/dl with a high level of ketones. The customer administered a manual injection. Reportedly, the customer changed the infusion set and resumed insulin delivery.